Event description:
Davinci instrument was stuck in arm 1. Was not able to remove instrument. Dv stat was called. Emergency davinci key was used. Restarted davinci. Instruments and robot currently now working.